Event description:
Information was received indicating that a smiths medical medfusion pump had a clutch issue, plunger case and top case issue and had bad power cord. No adverse effects were reported.

Manufacturer narrative:
Returned device was received for evaluation. During the evaluation of the device the customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case corners were chipped, the bottom case by the l-bracket, right plunger case, and ac cord retainer were cracked. There was no power cord received with the pump. A review of the event history log (ehl) identified travel reverse error - check clutch/plunger lever. During the functional testing heard loud popping noise followed by check clutch error. The physical damage was verified during inspection. The root cause of the customer's reported issue of check clutch / plunger error was caused normal wear as the pump was over 5 years old. The root cause of the physical damage was customer induced. Replaced lead screw, clutch spring and both clutch halves. Replaced top case, and right plunger case. Performed occlusion test, preventative maintenance and all functional tests which passed.